Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-00026 for a description of the other device. It was reported to boston scientific corporation that two excelon transbronchial aspiration needle devices were used during a pulmonary biopsy procedure. According to the complainant, there was difficulty retracting the needle on two excelon transbronchial aspiration needle devices. There was difficulty introducing the device inside the operating channel of the pentax scope; abnormal resistance felt with both devices. No damage was noted to the packaging of either device. Neither device was noted to be damaged. Another device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay.

Manufacturer narrative:
(B)(4) for the reported event of needle failing to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.